Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A risk manager reported a patient received an unexpected refractive outcome post lasik procedure of the left eye. Reporter indicated the planned treatment was programmed in plus power instead of minus power by the user. Will re-evaluate and consider photo refractive keratectomy (prk) enhancement in four months.

Manufacturer narrative:
The device history records (DHR) for the device was reviewed. No abnormalities that could have contributed to this event were found. The associated device was released based on company acceptance criteria. The system history review shows that the laser was verified successfully prior to the date of treatment. Logfile review shows that the entered refractive values of reported treatment are plus power and not minus power. Logfile review could confirm that the wrong data was entered by the operator. No further abnormalities or deviations can be detected. No technical root cause was identified as the product was found to be within specifications. The root cause could be confirmed as user error due to wrong data entry. The data entry values are manually added and have to be confirmed. (B)(4).

Manufacturer narrative:
(B)(4)